Manufacturer narrative:
Tracking # (B)(4). Batch # m53a90. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the lot number for the device. The lot number provided is not valid for this product code. Where within the gap setting scale was the orange indicator prior to firing? Was the safety fully moved prior to attempting to fire the device? What confirmation was received that the device was fully fired? Did the device staple? Did the device cut? If the device cut, was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected?

Event description:
It was reported that during an unknown procedure, during the use of the stapler, there was no evidence of firing when unscrewed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.